Event description:
The doctor felt that the iab was not long enough for the pt. Another iab was used. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: none from the event-reported 10/29/96. (Pt's current status: unk-rpt'd 10/29/96).